Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could be recreated. The field service engineer installed a new pendant and tested the preset buttons. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for an electrode and probe placement. It was reported that the imaging system was moved back to the first position, a preset memory, and the confirmation spin cuts off the back of the patient's head in the image. Error noted in 2d and 3d. Physician proceeded despite the reported issue. There was no impact to patient. There was no delay to the procedure as a result of the reported issue.

Manufacturer narrative:
The pendant control was returned to the manufacturer for analysis. Analysis found that the memory preset positions were consistent through consecutive shots. The movetiltlef, movetiltright,movegantryup, movegantrydown, movelsowagright, movelsowagleft, movewagright and movewagleft, moveforward, moveleft, movebackward control buttons are worn. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.